Event description:
A malfunction was reported on the pump after it was taken into an x-ray room while covered with an apron. There was no adverse impact to the customer's blood glucose level, which remained within normal limits. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue returned, which the caller acknowledged and understood.